Manufacturer narrative:
The user was advised to continue follow-up with their healthcare provider and adhere to any medical recommendations provided. Per data management system review, the system was current with active use at the time of complaint closure. The incident was determined not to be related to system performance, sensor data, or glucose management, and does not require further investigation.

Event description:
On (B)(6) 2026, the user reported experiencing a fainting episode at approximately 4:30 am, which was attributed to elevated blood pressure. As a result of the fainting, the user fell onto the sensor site, causing localized bruising and minor bleeding or oozing. The user stated that the episode was not related to diabetes or glucose measurements. The user's healthcare provider was aware of the event.